Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and low pacing impedance were observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at the time. At a later date, the rv lead was capped and replaced to resolve the event. The patient was in stable condition.